Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. Customers blood glucose was ¿high¿ on the cgm. . Elevated blood glucose was address with manual injection and correction bolus via the pump. Customer changed the pump supplies and resumed insulin delivery.